Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported reset was confirmed in the laboratory. The device was found in backup mode upon receipt, due to an anomalous component within the hybrid circuitry.

Event description:
It was reported that an asymptomatic patient presented to the clinic with a device in back-up vvi mode. The device could not be reprogrammed and was explanted.